Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) arm was analyzed, and the reported failure was confirmed. The usm was tested on an in-house system and failed in normal mode as errors 31226, 1126, 32097,32096, and 26005 were triggered. The usm was then tested on a patient side cart fixture test platform (pftp) and passed lissajous, sine cycle, and brake tests, but failed the fiber test on the clock spring and rolling loop. The clock spring and rolling loop fibers were swapped with new ones and the errors disappeared. The original clock spring and rolling loop fibers were reconnected, and the errors returned. The clock spring and rolling loop assemblies would be replaced as a fix. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the system and reproduced the ussye on usm arm 2. After replacement, the system was tested and verified as ready for use. The replaced usm arm was returned to intuitive surgical, inc. (Isi); however, evaluation has not been completed. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the robotics coordinator reported a repeated recoverable fault on universal surgical manipulator (usm) arm 2. A technical support engineer (tse) reviewed logs and found a 32097 fault on usm arm 2 and advised a hard power cycle. The surgeon elected to continue the procedure with the remaining usm arms and completed the procedure without usm arm 2 with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the issue was recurrent. There was no increase in surgical port incisions or additional ports placed.